Event description:
It was reported that during the course of a procedure, the device was not working properly and the procedure was canceled. A local anesthetic had already been administered. There were no adverse consequences, no delay and no medical intervention required.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.